Event description:
It was reported that during a procedure for benign prostatic hyperplasia, the fiber tip broke. The procedure was finally completed using another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic analysis of the fiber identified a glue failure where the glass cap was rotating independently of the metal cap. The metal cap exhibited moderate charred detritus adhesion on its surface. The fiber was tested with hene (helium-neon) laser fixture, and there were no signs of breakage along length of fiber. The fiber tip break was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported fiber break. It is probable that the glue failure is understood to be caused by heat accumulation at the fiber tip. Since the fiber likely experienced inadvertent tissue adhesion, insufficient saline flow, or/and constant heavy tissue contact. The IFU instructs the user to do not bury the tip of the fiber into the tissue and a reduce irrigation fluid flow may result in damage to the fiber. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage. This includes unintended inappropriate use of the device and incorrect sample preparation.

Event description:
It was reported that during a procedure for benign prostatic hyperplasia, the fiber tip broke. The procedure was completed using another fiber. There were no patient complications.